Manufacturer narrative:
(B)(4). Damaged floor the analysis results of the er320 device found that it was received with the jaws misaligned and the floor bent. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device and due to the misaligned condition of the jaws, 7 scissor clips were formed an 5 clips were ejected. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, the device did not fire at all. The case was completed with another device of the same product code. There were no patient consequences reported. The customer said there was no additional information available regarding issue.